Event description:
It was reported that the patient had a backup battery (ebb) fault overnight, which did not clear with a self-test. In the clinic, the system controller was noted to be much hotter than usual. The patient noted that the controller has been hotter for the past two weeks. The customer would like to exchange the controller due to abnormally high temperatures in addition to the ebb fault. Log files were sent for review. The log file captured ebb fault alarms beginning at 1:56 am (B)(6) 2024). It was recommended to reseat the ebb. The controller temperatures captured within the log file were between 39c and 48c, within the acceptable range for the controller temperature. 48c is the top of the normal temperature range. There were no other unusual events recorded in the log file event history. The patient's ebb was reseated, and the ebb fault cleared. If the alarm returns it was planned to replace the ebb as advised.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The reported event of the system controller being hot was not confirmed. The submitted controller event log file contained data spanning 14 days (19aug2024 ¿ 01sep2024 per the timestamp). A backup battery fault alarm activated at 1:56:16 on 01sep2024 due to the backup battery not passing the load test. The alarm remained active for the remainder of the log file, which ended at 8:12:05 on 01sep2024. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable voltage. No other notable alarms were active in the log file. No abnormal increases in controller temperature were observed in the log file. The maximum controller temperature in the log file was 48 degrees celsius, which is within the controller¿s design specification. It should be noted that the controller temperature recorded in the log file refers to the controller¿s internal temperature and the external temperature of the controller cannot be determined from the log file. Additional information provided stated that the backup battery alarm was resolved by reseating the backup battery and there have been no further backup battery fault alarms. No product was exchanged, and no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been initiated to further investigate backup battery fault alarms on the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ inform the user not to place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No further ebb faults have occurred. No product has been exchanged, and nothing would be returned.